Manufacturer narrative:
The insulin pump received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. Unable to confirm motor position encode error alarm due to erased history file. The drive support disk was inspected and no anomalies noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with several motor errors. The patient's blood glucose at the time of incident is unknown. During troubleshooting the insulin pump was unable to rewind due to the alarms. The alarm history also revealed a motor position encoder error. The insulin pump was returned for analysis.

Manufacturer narrative:
The information in with the initial report was incorrect. Information was clarified and the additional information has been provided with this report. It was clarified that motor position encoder error alarms were found in the insulin pump alarm history.